Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during a dilation of the esophagus performed (B)(6), 2010 on a (B)(6) old male patient. According to the complainant, after successful dilatation, balloon deflation was attempted however it was noted that the balloon would not completely deflate. The balloon was not able to be removed from the scope and as a result the balloon and the scope were removed as a unit from the patient. Once outside the patient, an attempt was made to cut the catheter to remove the device from the scope however the catheter was noted as too tough and not able to be cut. A lubricant was then applied to the balloon portion of the device and the device was able to be pulled through the scope with some difficulty. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as stable.

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during a dilation of the esophagus performed (B)(6), 2010 on a (B)(6) male patient. According to the complainant, after successful dilatation, balloon deflation was attempted however it was noted that the balloon would not completely deflate. The balloon was not able to be removed from the scope and as a result the balloon and the scope were removed as a unit from the patient. Once outside the patient, an attempt was made to cut the catheter to remove the device from the scope however the catheter was noted as too tough and not able to be cut. A lubricant was then applied to the balloon portion of the device and the device was able to be pulled through the scope with some difficulty. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported as stable.

Manufacturer narrative:
Investigation results. A DHR review was performed and confirmed this lot was manufactured in accordance to specifications. A visual examination of the returned complaint device revealed damage to the catheter of the device consistent with the reported event that an attempt was made to cut the catheter. The balloon was not able to be successfully inflated as the damage to the catheter resulted in a leak. The balloon was visually examined and there was no damage noted. The most probable root cause of this complaint is operational context; this failure occurs when procedural factors are encountered that limit the performance of the device.